Event description:
It was reported, the programmer powers up, but the screen is blank. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the low voltage differential signaling (lvds) printed circuit board (pcb) was out of specification. It was also noted that the electrocardiogram (ECG) connector was loose.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.